Manufacturer narrative:
The hillrom technician found the broken air cell needed to be replaced. Follow-up with the customer found the bed was reportedly not inflating for 2-3 days and the patient developed a ¿deep tissue pressure injury¿. The stage of the pressure injury was requested, but not provided. Per the customer, the patient did not have a pre-existing pressure injury. Location of the pressure injury and medical intervention, if any, was not provided. The customer stated the bed was swapped as it could not be repaired on site. No further information was provided. The compella bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). It is capable of being used with a broad patient population as determined appropriate by the caregiver or institution and is intended for patients between 113 kg and 454 kg (250 lb and 1000 lb). The bed was inspected by the hillrom service technician and the bed blower was noted to be alarming due to the mattress being deflated. Upon further inspection, a broken air cell in the foot of the mattress was found. The broken air cell was replaced, and the bed was functioning properly. Although the specific stage was not reported, the pressure injury was described as being a "deep tissue pressure injury", which often requires medical intervention to preclude permanent impairment and therefore meets the definition of a serious injury. However, the bed operated as intended and provided appropriate notification to the user. The reported injury can be attributed to the failure of the user to respond to the notification and resolve the issue. Therefore, this is considered a reportable serious injury. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the broken air cell from the mattress to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the compella bed would not inflate causing the patient to develop a pressure injury the bed was located at the account. There was patient injury reported. This report was filed in our complaint handling system as complaint # (B)(4).